Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a urological procedure, under general anesthesia, the single use fiber broke off inside a patient's ureter. All broken pieces were successfully retrieved from the patient with the aid of "flexible cysto grasper". No diagnostic imaging was required to locate the fallen device. The procedure completed with another device -200 micron laser fiber. No reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated field : h2, h3, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined, however; the most probable cause of the complaint is cause not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event due to no device problem found. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.